Event description:
Pt reports pump malfunction/ not working properly. Pt reports that they received 2 new solis pumps a few days ago and pump serial number (B)(6) alarmed that the cassette was not attached properly. Pt reports they removed the cassette and reattached it but the pump continued to alarm every 2 minutes. Pt reports they then replaced the cassette completely but continued to get the alarm every 2 minutes so they switched to their backup pump and called the pharmacy. Pt's infusion was not interrupted. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Photographs were not provided. Current veletri dose: 20ng/kg/min. Did the reported product fault occur while in use with a pt? - yes did the product issue cause or contribute to pt or clinical injury? - no. Is the actual product available for investigation? - yes, upon return did pharmacy replace product? - yes. Did the pt have a backup product they were able to switch to? - yes. Was the pt able to successfully continue their therapy? - yes. Is the therapy life-sustaining? - yes. What is the outcome of the event? - resolved.